Event description:
It was alleged that the head end slide tube weldment broke. No consequences were reported for the patient.

Manufacturer narrative:
Pictures were received and examined by the stryker representative. It is likely that load above specification caused the event.